Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.

Event description:
It was reported that the controller was giving off excessive heat and feeling hot to the touch while charging. The patient reports they were giving a bolus and the device was plugged in at the time.